Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization due to low blood glucose. Customer states they went to the hospital because of low blood glucose of 35mg/dl, 41mg/dl, and 42mg/dl. Customer states they were receiving no deliveries on pump. The customer's blood glucose at the time of incident was 35mg/dl. The customer's current blood glucose is 266mg/dl. The customer was assisted with troubleshooting, and the insulin pump was found to be functioning properly. The insulin pump is not being returned for analysis.